Event description:
It was reported that the airway mobilescope had the image on the display missing several pixels, and the visualization quality noticeably deteriorated, becoming more grainy. The issue occurred during installation. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted for correction to b3. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely due to discoloration of light guide bundle, illumination was uneven. In addition, the investigation observed the light guide lens had foreign objects. However, the cause could not be established, and a e root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.